Event description:
Pt death on (B)(6)2010 after stroke. Cardiologist had taken pt off coumadin and put him on aspirin/plavix in late 2009. In (B)(6)2010, pt had chest pain, shortness of breath. Cardiologist ran angiogram in (B)(6) and thought pt needed change in medication (no info on any change). In (B)(6) 2010, pt hospitalized, same cardiologist thought valve should be replaced. A 2nd opinion was sought at another hospital, echo testing indicated valve thrombosis. He was given massive doses of tpa (thrombolytic therapy). The clot broke up and he was released. Three days later, he had a massive stroke and died within a week due to swelling of the brain.

Manufacturer narrative:
Device not available for investigation.